Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position for 1 year and 8 months, underwent an explant procedure due to unknown reasons. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
It was reported by the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position for 1 year and 8 months, underwent an explant procedure due to stenosis and pannus. Per the medical records, the patient presented to the hospital in congestive heart failure (chf). The patient had 3 admissions in the past month for chf requiring diuresis. Tte and tee revealed ruptured mitral chordae and severe mr. The patient then underwent emergency surgery for mitral valve replacement and tricuspid ring insertion on bypass with insertion on va ECMO. While in surgery, the patient also underwent explant of the sapien 3 valve and a 23mm edwards valve was implanted. The patient left the operating room in critical condition with crrt in place and vasopressors. Operative note stated the sapien viv presented with ''severe recurrent as''. There was also considerable pannus in the lvot and aortic root during explant of both aortic position valves. Post surgery, the patient returned to the or with open chest for mediastinal washout. A main pa bleed was found. The patient's post op prognosis was extremely poor due to multiple co-morbidities unrelated to an edwards device. The family elected to withdraw care and patient expired.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints stenosis and pannus formation were confirmed through review of the medical records. No manufacturing nonconformance was identified during evaluation. A review of device and lot history records did not reveal any indications that manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position for 1 year and 8 months, underwent an explant procedure due to stenosis and pannus'' and ''operative note states the sapien viv presented with "severe recurrent as". There was also considerable pannus in the lvot and aortic root during explant of both valves''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction (nsvd), may interfere with the functionality of the device leading to valve stenosis. Svd or nsvd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the medical review, the patient's valve was noted to have presence of pannus after explant. Pannus that grows on a bioprosthesis may interfere with the functionality of the device by restricting the leaflet motion leading to stenosis. In addition, the patient has a history of hypercholesterolemia. Hypercholesterolemia is a known factor that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. As such, it is possible that patient factors (pannus, hypercholesteremia) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. For the complaint of valve pannus formation, the exact etiology of pannus formation is not known and multiple factors are involved in its formation. Pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and commissures of the s3 valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby leading to stenosis. Due to limited information, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.